Event description:
It was reported during a procedure the surgeon drilled with a 2.4mm drill bit then as the 3.5mm threaded reduction tool was being inserted, it caused a hairline fracture in the patient's bone.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned. Additional information has been requested.